Event description:
It was reported by mdt holine that the patient was implanted the product in 2004. It was reported that on (B)(6) 2010, the patient went to the hospital for programming and the doctor said the battery was depletion and needed to be replaced. It was then reported the patient underwent a replacement operation on (B)(6) 2010. It was noted the patient didn¿t allege any uncomfortable. Additional information received reported the patient went to the hospital for regular re-checking. It was reported if there was an issue that required the visit it was unobtainable. It was reported the patient was not receiving effective therapy after replacement and they ¿did not allege an uncomfortable.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).